Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4). Additional information was requested and the following was obtained: for clarification, was the staple line complete? No. For clarification, what was the appearance of the deployed staples (b-formation, irregular, straight legs)? Irregular how much blood was lost (ml)? As per surgeon¿s response 100-200 ml. Did the patient require a blood transfusion? No if yes, how many units were given? Na did the post-operative care change based on the bleeding? Yes. Patient stay time in hospital has increased. What grade of hemorrhoids did the patient have? Patient had third grade hemorrhoids. Provide more information regarding ¿irregular¿ staples? Did this occur for the entire staple line or certain area? If only a certain area, please specify what area. Please describe the shape of the staples. Staple formation was irregular and it looks like spread legged. Normally staple formed like b shape but in this case staple leg was partly opened. It occurred in the 6 to 3 o'clock area. Was the device difficult to close? Yes. Was the device difficult to fire? Yes where in the green gap setting scale was the device fired? The device fired when the gap setting indicator situated in the gap setting scales green zone around 1/1.2 mm. What is the current patient status? Presently patient status is quite normal and released from hospital.

Event description:
It was reported that during a hemorrhoidopexy procedure, the surgeon introduced the device. During the firing, surgeon felt that the firings handle was very hard. After completion of the firings surgeon withdrew the device and found that stapling line didn't form properly and there was huge bleeding. Surgeon had to manually intervene to stop the bleeding by suturing.